Event description:
It was reported that during a lead reposition, the physician did not like the way the helix retracted and extended, and felt that there was tissue embedded. Follow-up will be attempted to determine why the lead was being repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A response to our follow-up request determined that the lead had moved.

Event description:
It was reported that during a lead reposition, the physician did not like the way the helix retracted and extended, and felt that there was tissue embedded. Follow-up will be attempted to determine why the lead was being repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.